Manufacturer narrative:
This is a retrospective report after the acquisition of biotech international. Evaluation was performed by biotech international. A visual inspection confirmed the break. A review of the lot history record revealed the material was non-confirming.

Event description:
The bit broke when being used. The pieces could not be removed from the patient.